Event description:
It was reported that iab unwrapped during a sheathed insertion although catheter had been prepped per instructions. A new iab was used. No associated pt complications were reported. See 1219856-2006-00207 for first incident involving same patient.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.